Event description:
When pushing reset button on MRI gradient box there was a loud bang, a flash of light and I felt a shock in my hand, right side. Right hand and forearm numbness, pins and needles sensation.